Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device disposition unknown.

Event description:
As reported: "during surgery, the surgeon noticed a discrepancy between the length measurement using a scaled drill and the length gauge (difference approx. 4mm). After checking in the sterilization department and comparison with two other references, this error appears to be confirmed and a comparatively longer length was determined."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery, the surgeon noticed a discrepancy between the length measurement using a scaled drill and the length gauge (difference approx. 4mm). After checking in the sterilization department and comparison with two other references, this error appears to be confirmed and a comparatively longer length was determined."